Manufacturer narrative:
The reported event of damaged/corroded iui¿s file was opened to document an event that the customer reported. Third party parts were found on some of the devices at the facility. Although no devices were provided for investigation, the site visit summary contains photos that confirm the customer¿s generalized report. An investigation can¿t be performed using the attached photo alone. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
During a site visit, the customer reported damaged/corroded iui connectors, some of which have been replaced. Improperly installed female iui¿s were noted with exposed gaskets causing case damage. Iui connectors damp still with ipa were witnessed being attached. Third party parts were found on some of the devices at the facility. There was no patient involvement.